Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient arrived for disconnection, it was noted that the pump still had 10 hours remaining. The rate was observed to be programmed at 5.4 ml/hr. Upon reviewing the history, it was found that the rate had been reduced to 1.4 ml/hr on 15-apr-2025, leading the patient to believe there was an error in the date and time settings. It was reported that the pump had beeped once during the night and then resumed functioning. The pump was confirmed to have been locked, and it was ensured that the patient could not have reprogrammed it. The event occurred while in use with a patient but no patient harm was reported.

Manufacturer narrative:
Updated d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.